Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. Actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section surgery on (B)(6) 2020 and the suture was used. It was reported that the suture broke during sewing subcutaneous tissue after closing the body cavity. Another like suture used to complete the surgery. There was no adverse patient consequence reported.